Event description:
It was reported that post implant procedure, the auto setup test of this subcutaneous implantable cardioverter defibrillator (s-ICD) failed due to low amplitude and insufficient r/t ratio. The clinicians performed a defibrillation threshold (dft) test with primary and setup was succeeded. This s-ICD remains in service. No adverse patient effects were reported.